Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to reevaluation of event. (B)(6).

Event description:
It was reported by a family member that the patient expired due to cardiac arrest at a nursing home. There is no allegation from a healthcare professional that the death was device related.